Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer froze. The hard drive was upgraded, re-imaged, and the software was updated as a preventative measure. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze prior to a patient check. The programmer was returned for service. There was no patient involvement.